Manufacturer narrative:
Device evaluated by MFR?: device evaluation is not necessary as the event was not related to the performance of the device. (B)(4).

Event description:
It was reported that the patient developed an infection at his generator site soon after a vns implant surgery. The patient was in the ICU and given intravenous antibiotics to treat the infection. The device history records of the generator and lead were reviewed, and both devices were sterilized according to procedure prior to release.